Event description:
It was reported that the patient was having prophylacticx generator replacement. During surgery, the surgeon had an issue getting the generator out of the pocket. When the new generator was connected to the old lead, it gave an impedance reading of 10,000 ohms. Therefore after much retrying and reconnecting, the surgeon believed the lead may have become damaged upon trying to get to the original generator. The lead and generator were both replaced. It cannot be confirmed whether the lead was damaged during surgery or before surgery. No manipulation or trauma to device was reported. No x-rays were taken. The explanted device was discarded following surgery and cannot be returned to manufacturer for analysis. Attempts for further information have been unsuccessful to date.

Event description:
Further information revealed that system diagnostics on original generator performed the date of replacement surgery were within normal limits. Diagnostics from during surgery when the new generator was attached show high impedance results. Therefore, it is likely that the damage to the lead causing the high impedance occurred during generator replacement surgery.

Manufacturer narrative:
Analysis of programming history. Analysis of programming history reveals that no high impedance was present prior to surgery.